Event description:
Device 2 of 2. Reference MFR number: 1627487-2017-02782. Follow-up revealed the adapters were explanted on (B)(6)2017. During the surgery, the competitor's leads were explanted and the patient was implanted with abbott leads. The issue was resolved.

Event description:
The patient has two adapters from abbott and competitor's lead(s). Device 2 of 2 reference MFR number: 1627487-2017-02682. It was reported the patient experienced high impedances and painful stimulation when turning the stimulation up. As a result, the patient will undergo surgical intervention.